Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to pump malfunction. The previous device was removed and replaced with a new ipp. The patient had a good outcome.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to unspecified reason. The previous device was removed and replaced with a new ipp. No patient complications were reported in relation to this event.